Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 642 mg/dl. Reportedly, the customer's non-tandem continuous glucose monitor was not available, and therefore pump's control iq feature did not increase insulin delivery. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.